Event description:
Although the stent is not indicated for use in saphenous vein bypass grafts, an unknown size s670 over-the wire stent delivery system was inserted into a saphenous vein graft to the right coronary artery that had a 99% stenosis. The lesion was not pre-dilated prior to the insertion of the stent delivery system. The stent was deployed at 14atm and upon removal of the stent delivery balloon, a perforation to the graft was noted. Attempts to seal the perforation with the stent delivery balloon were unsuccessful. The physician then attempted to seal the perforation by deploying two stents from another MFR inside of the s67o. This was also unsuccessful in treating the perforation, therefore, an angioplasty balloon was inserted. The angioplasty balloon was inflated at the site of perforation for 30 minutes to close off the saphenous vein graft. The saphenous vein graft is no longer functional. There was no additional clinical sequelae reported relative to the event. Cd films of procedure reveals a perforation in the svg after stent insertion. Additional images revealed that the perforation became more severe after the additional stent implants. The last film revealed that the perforation was still present however not as severe. There is no evidence on the provided film that the svg was totally occluded or that the perforation was sealed. The films revealed balloon inflations, but it is unclear whether the inflations were performed by a ptca or a stent delivery balloon, however information reported from the user facility states that pre-dilation was not performed prior to stent insertion.